Manufacturer narrative:
Continued additional device info. (D.4): (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received an initial report from a patient, later confirmed by a health professional. Patient was treated with coolsculpting on (B)(6) 2017 to upper and lower abdomen using the legacy coolcore applicators, who developed paradoxical hyperplasia (pah/ph) on lower abdomen after treatment, diagnosed on (B)(6) 2020 and (B)(6)2020. Tissue was described as indurated superficiality and as firm and visibly enlarged in treated area vs soft in non-treated area.

Event description:
Allergan aesthetics received an initial report from a patient, later confirmed by a health professional. Patient was treated with coolsculpting on (B)(6) 2017 to upper and lower abdomen using the legacy coolcore applicators, who developed paradoxical hyperplasia (pah/ph) on lower abdomen after treatment, diagnosed on (B)(6) 2020. Tissue was described as indurated superficiality and as firm and visibly enlarged in treated area vs soft in non-treated area.